Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, angiography was performed without revascularization. Twelve days after, the patient also presented emergently severe dyselectrolytemia and hypocalcemia. The patient was started on calcium carbonate, diltiazem, heparin and cardizem drips. Troponin levels were noted to be elevated while electrocardiography showed atrial fibrillation with rapid ventricular rate, left axis deviation, low voltage in frontal leads and repolarization abnormality. It was noted that the patient had been non-compliant with medications the previous few days, as a result of which the patient had difficulty in breathing, weakness, unsteady gait and ended up having a fall. Four days later, the patient had a cardiac arrest and was responsive upon resuscitation with advanced cardiac life support (acls) protocol. After the cardiac arrest, the patient was noted to be bradycardic and was subsequently placed on dopamine, epinephrine and transcutaneous pacing. The next day the patient was diagnosed with pneumonia and cardiogenic shock not related to the device. It was decided to place the patient on comfort care measures only and subsequently do not resuscitate (dnr) was initiated. A day after, the patient died. The primary cause of death was atrial fibrillation and not considered to be related to the device. Autopsy was not performed.

Event description:
Same case as MDR ID 2134265-2015-04558. Promus element plus clinical study. It was reported that patient death occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 95% stenosis and was 38mm long with a reference vessel diameter of 2.25mm. The lesion was treated with predilation and placement of a 2.25x24mm and a 2.50x16mm promus element¿ plus stents in an overlapping manner, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with atrial fibrillation with rapid ventricular rate and was hospitalized on the same day. No action was taken for this event and was considered resolving. Five days from hospitalization, the patient was discharged on aspirin and clopidogrel. However on the same day, the patient expired due to cardiac arrest.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).